Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray control battery and the software were installed during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that when rotating the image on the 9800 sys the image will rotate back on its own during a case. No pt injury was reported.